Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap gastric bypass. According to the reporter: during the case, when making an entrance wound for the stapler to the intestine, the upper part of the jaw device broke and perforated the intestine at the site that was to be anastomosed with the pouch. This part did disengage from the instrument and was stuck in the intestine and was removed. No omentum was separated. The problem was resolved by taking a new instrument that completed the entrance wound for the stapler. No sufficient bleeding occurred and operation time wasn't prolonged more than five to ten minutes.